Manufacturer narrative:
Concomitant medical products: 0184 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seen in the emergency room for heart failure and renal failure with high potassium. Review of a remote monitor transmission revealed the ventricular tachycardia episodes showed possible far field r-wave over-sensing or atrial under-sensing. The lead remains in use and no patient complications have been reported as a result of this event.